Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument cuts were off 4 degrees and the tibial slope could not be guaranteed. Three additional holes were drilled and the procedure was delayed by 30 minutes.

Manufacturer narrative:
Visual inspection of the returned components found gouges around the cutting slot on the "tibia" side and at the top surface of the guiding dovetailed rail. A burr was also noted at the left extremity of the cutting slot. Dimensional inspection found the relative 83 degree angle between the cutting slot and the guiding rail to be conforming to print specification. Similarly, the relative 0 degree angle between the cutting slot and the pin holes to conform to print specifications. The gage pin for the pin holes passed through all 8 holes, and so did the gage pin for the cutting slot. Therefore, the cut guide was found to be conforming to requirements as measured. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the product. It was confirmed that the proper surgical technique was employed. Based on the dimensional evaluation of the returned product and its conformity to the print specifications, it was concluded that this product was conforming when it left zimmer biomet and that this complaint was not confirmed. No product issue can be identified.